Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 600 mg/dl. Customer treated their high blood glucose via manual injections. Customer received no delivery alarms multiple times and the issue recurred. However, troubleshooting determined that the insulin pump was functioning as designed. The insulin pump was not returned for analysis.